Manufacturer narrative:
Even the body of the screw that fractured remains fixed to the rod. Screw fracture appears to be the complaint from the x-ray review. Cause could not be determined.

Event description:
Construct loosening was reported through a bmi marketing representative.